Manufacturer narrative:
Email is: (B)(6) health effects codes - updated. One device was returned for investigation. Visual inspection confirmed that the device was received in with cracked tank cover. Wear and tear damaged enclosure and block assembly. Outdated pcb and power switch. Complaint is confirmed due to the device leaks from the cracks in the corners of the tank cover. No action taken, device has been deemed beyond economical repair due to extensive damage and obsolete parts needed to correct the reported problem. Device will be sent back to the customer unrepaired or scrapped on site. A device history (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Date of event and UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer was leaking from the front. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.